Event description:
A 66-year-old female underwent a thrombectomy with the inari clottriever xl catheter (ctxl) to address her deep vein thrombosis (dvt). The patient had long-standing chronic clot. Two pulls were performed during which the ctxl removed only minimal clot. On the third pull, the ctxl became stuck at the iliac zone. The physician was unable to move the catheter, and during attempts to free it, the intri24 sheath came out of the patient's body. After 45-minutes, the physician decided to cut down the femoral vein. Despite the venous cutdown, the device was still stuck in the iliac so another cutdown was performed in the iliac region. The coring element had to be cut to manually extract the clot that was trapped within. The removed clot appeared chronic and was well organized. Additionally, blood was transfused to the patient during the procedure. There was damage to the external iliac vein and a tear at the end of the inferior vena cava into the iliac. Post-procedure follow up confirmed the patient is recovering and stable. In following up with the physician they indicated the CT xl effectively removed the thrombus from the ivc, though the size of the clot prevented complete removal.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's venous cutdown was the result of an overfilled collection bag. The device instructions for use include the following warnings/contraindications: not indicated for the removal of fibrous, firmly adherent, or calcified material (e.g., atherosclerotic plaque). Avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel manufacturer reference #: (B)(4).